Event description:
It was reported that intermittent cartridge alarm occurred. Customer re-loaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.